Event description:
It was reported that the patient experienced decreased distant vision, but could see very well at near approximately 3 weeks post lens implant. Z-syndrome was noted approximately one week post lens implant. The inferior part of the iol was noted to be forward and pushing the inferior iris a little forward. No additional information was provided. Additional information has been requested, but no additional information has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.